Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the 8mm mega needle driver instrument wire was broken. No fragments fell into the patient. The procedure was completed but the patient outcome is unknown. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the surgeon did not notice any issues with the functionality of the instrument during the surgical procedure, also no fragment fell inside the patient¿s anatomy. There was no injury to the patient, and they had not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.